Manufacturer narrative:
The device was returned for analysis due to deceased patient. Visual inspection of the device found no anomaly with the helix. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency department in cardiac arrest. CPR (cardiopulmonary resuscitation) was performed and medication was given. The patient was then in ventricular fibrillation and shock therapy was delivered. The patient then became bradycardic and was intubated. The patient was unstable and eventually passed away. The official cause of death was unknown. There was no allegation from a healthcare professional that the patient's death was caused or contributed to by the leadless pacemaker.